Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. Investigation could not reveal the root cause, due to not receiving the faulty article. Therefore this complaint is closed. Bubbles coming out of the cutter, hence concluded as reportable since it may lead to injury by microbial, viral or prion infection (patient harm). (B)(4). All available information has been provided.

Event description:
A report has been received of an event occurring in (B)(6). It was reported air bubble. There is no further information on this incident. No sample was saved.